Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Ulys df4 dr - 2540 (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 3 october 2023. Use before date: 3 april 2026. Sterilization lot: s0637 - 3714 invicta 1cr58 (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 25 september 2023. Use before date: 7 september 2026. Sterilization lot: s0630 - 3705. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on (B)(6) 2024, pocket infection possibly related to ICD and rv. On (B)(6) 2024, explantation of the system (ICD + rv).